Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy it was found that the iab could not be inflated. There was no alarm generated. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The pressure tubing was also returned. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. - the iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy it was found that the iab could not be inflated. There was no alarm generated. There was no reported injury to the patient.